Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 3sg multiple drawers continued to fail intermittently. Although the drawers can be temporarily recovered, the failures persist despite repairs completed the previous night. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) reseated the drawer row board cable during diagnostics, tested the drawer successfully, and the customer confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.